Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the complaint was cause not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During the device analysis, the service team indicates that white residual air water cylinder and auxiliary water flow white residual. There was no patient involvement.